Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device logs did show the battery has between 10% and 19% remaining capacity", "the battery has less than 10% remaining capacity", and "battery life exceeded". This behavior is indicative of a successful battery replacement without the coulomb counter being reset. The process for battery installation is described in the AED plus operator's guide. The device logs were cleared and the coulomb counter were reset to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.